Event description:
It was reported that hours post implant of the leadless implantable pulse generator (ipg), the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). The ipg was reprogrammed. It was further reported that the patient experienced cardiac arrest and is now deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.